Manufacturer narrative:
(B)(6). The device was manufactured between october 5, 2015 and october 6, 2015. The device was received for evaluation containing approximately 45ml of drug fluid in the bladder. Visual inspection on the unit shows no evidence of fluid coming out at the distal luer. Excess white crystallized drug was also noted throughout the inside of the delivery tubing. The flow problem was also found to have been caused by crystallized drug blocking the fluid exit at the distal end of the glass capillary located inside the luer. Since the cause of the flow problem was caused by crystallized drug, the folfusor device was determined to be conforming product, and the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor device would not flow. The device was filled with 3600mg of fluorouracil. After the expected infusion time, the infusor stopped delivering the medication. It was observed the implantable catheter was clogged. The event occurred during patient use; however, there was no patient injury or medical intervention associated with this event.